Manufacturer narrative:
Ge healthcare fe found switching board and power supply were faulty and recommended that they be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit restarted when changing mode. There was no reported patient involvement.